Event description:
It was reported that during therapy the patient was having problems with the machine. His renasys go was started after removal of debris from infected toes. The nurse reported that last night((B)(6) 2020) the patient turned off the device and the nurse restarted the device today((B)(6) 2020). Although screen registers as continuous 120 mmhg with green light lit, she reported that they don't feel the suctioning motion of the device. She stated that the patient has had dressing change yesterday and it was still working fine. The nurse tried turning off therapy, power down device and plug into electric outlet, then resuming therapy, but still no suctioning and no drainage (previously patient had small amount of drainage). The nurse confirmed dressing appears compressed. Discussed probably causes such as misalignment of soft port which would required a dressing change. Also discussed to ensure that the opening is large enough and centered. No backup device was available and no injury to the patient was reported. It is unknown how the treatment proceeded. No further information available.